Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and passed. A voltage test was performed, and the device held no voltage; therefore, functional testing could not be performed. Share log data was available for review. The complaint confirmation of a loss of connection was confirmed. The probable cause could not be determined.